Manufacturer narrative:
Concomitant medical products: dtbb1d1 crtd, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited abnormal sensing where atrial tachycardia/ atrial fibrillation (at/af) was recorded but no atrial fibrillation (af) was seen. The lead was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.